Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx drug-eluting stent to treat a lesion in the diagonal branch with severe tortuosity and severe calcification. There were no abnormalities reported in relation to patient's anatomy. There was no damage to the packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device, but no excessive force was used during delivery. It was reported that the stent failed to cross the lesion and on removal of the device from the body, it was noted that a stent strut was lifted. The patient is alive with no injury.

Manufacturer narrative:
Product analysis summary: kinks were evident on the hypotube 17cm and 39.5cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 10th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.